Manufacturer narrative:
Product event summary: it was confirmed that the stylus and cursor did not align on the screen, and calibration did not resolve the issue. It was also found that the latch tabs on the power cord bay were broken, and the rear display cover was damaged.

Event description:
It was further reported that the programmer has been returned to service.

Event description:
It was reported that the programmer touch screen could not be calibrated. The programmer will be returned to service. No patient complications have been reported as a result of this event.